Event description:
It was reported that pump experienced malfunction after being exposed to humidity. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset process, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.